Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection and a temporary wire was placed. Subsequently, a new system was implanted on (B)(6) 2018. Patient¿s condition was stable throughout.

Manufacturer narrative:
Correction: - date of explant - (B)(6)2018 should have been reported in initial report.